Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and the lead appeared damaged at implant.

Event description:
It was reported that during the implant attempt the thresholds were acceptable on the analyzer but when connected to the device the threshold was high repeatedly. The lead was removed and replaced. No patient complications have been reported as a result of this event.